Event description:
Customer reportedly received results of 430 mg/dl and 102 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however customer has discarded the system; replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.